Event description:
The customer reported that their device was not powering on completely. The customer reported that the led on the on/off button would illuminate when pressed, but the device power would not come on. This was observed during a post event review and was not related to patient use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned the device to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a failure of the sbc (single board computer) assembly, which is located on the system pcb assembly.